Event description:
New information received notes that the patient presented in clinic for right ventricular (rv) lead revision on (B)(6) 2024. During procedure, it was found that there was no access due to a stenotic occluded vein. The rv lead revision was abandoned, and the pocket was re-closed without any changes made to the system. Patient condition was stable throughout, and the patient would return for rv lead revision later.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited high pacing impedance and noise over-sensing. No intervention was performed. Patient condition was stable.

Event description:
New information received notes that a review of remote transmission found the right ventricular lead also exhibited loss of capture. No intervention performed and patient condition remained stable.

Event description:
New information received notes that the patient presented in clinic for right ventricular (rv) lead revision on (B)(6) 2025. The rv lead was explanted and replaced. Post rv lead explant, it was found that the patient had a small pericardial effusion, which was confirmed by transesophageal echocardiogram. Pericardiocentesis was performed within the same procedure. Patient condition was stable post procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance, oversensing noise, and loss of capture were not confirmed. Only the distal portion of the lead was retuned in one piece for analysis. The helix mechanism and tip stiffness test could not be performed due to helix being damaged and extraction wire inserted in the coil lumen could not be removed. Visual and x-ray examination, and electrical testing were normal with no anomalies found.